Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, rising impedance and max outputs to achieve capture. The rv lead was revised, then explanted and replaced. No patient complications have been reported as a result of this event.